Event description:
Analyzer generated a reactive result with axsym toxoplasma igm lot 19765m200 (0.70 index value). Two weeks later the pt was tested again and axsym toxoplasma igm results were negative. The original sample was repeated and the axsyms toxoplasma igm results were negative.